Manufacturer narrative:
Date of event was approximated to (B)(6) 2006, implant date, as no event date was reported. This event was reported by the patient's legal representation. The implanting surgeon is dr. (B)(6). (B)(4).

Event description:
It was reported to boston scientific corporation that a xenform was implanted during a removal of irritating and exposed surgical mesh, division of mesh arms, suburethral sling using precision twist and xenograft anterior and posterior colporrhaphy procedures performed on (B)(6) 2006 to treat a patient with right buttocks pain, eroded surgical mesh from previous prolift procedure (4x4 cm minimum dimensions), encapsulated surgical mesh, persistent urinary incontinence, and pelvic relaxation. As reported by the patient's attorney, the patient experienced an unspecified injury.